Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs results for 1 patient tested on a cobas 8000 e 602 module. Of the data provided, there were questionable troponin t hs results on the e 602 and bilt3 bilirubin total gen.3 results on a cobas 8000 c 702 module for the patient. This medwatch will cover the c 702 module. Refer to medwatch with patient identifier (B)(6) for information on the questionable results from the e 602 module. The initial bilirubin result was 3.9 and the repeat result was 2.8. No units of measure were provided. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Additional information for investigation was requested from the customer; but it was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.